Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Corrected data: the lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the guidewire could not be removed from the right ventricular lead. The lead was used.

Event description:
The lead was not used.